Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that air was drawn in during procedure. After pulmonary vein isolations were done with farawave, the farawave catheter was removed from patient and exchanged for a non-boston scientific mapping catheter and the faradrive was aspirated again, during which bubbles filled up the 20cc syringe. No bubbles were coming from the outside of the sheath or the saline drip, it was concluded that air was entering via the faradrive valve. Aspirations were made to clear the bubbles. When no bubbles were seen travelling up the sheath the case was continued without exchanging the device. The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis.